Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs to return to bench for repair. The customer did not indicate why or what needed to be repaired. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 5 and 6 were bent, pin7 was broken, and j2 pins 7 and 8 were bent and permanently compressed.